Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that two different left ventricular (lv) leads were damaged during an unsuccessful attempt to implant them. There were no patient complications reported as a result of this event.